Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5086mri58 lead implanted: 2014-(B)(6).

Event description:
It was reported that a check 24 hours post implant found that the atrial lead dislodged. The lead was repositioned and remains in use. During dissection to visualize atrial lead, the right ventricular (rv) lead insulation was damaged. Testing of the lead resulted in parameters within normal limits but it visually looked cut. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.